Manufacturer narrative:
The customer reported that they were using surfanios as the decontaminating agent for ECG cables. According to the instructions for use (IFU), surfanios is in the list of prohibited chemicals to clean/decontaminate the ECG cables causing the damage to the cables. The customer was provided with the replacement cables.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the damage of the ECG cable due to decontamination product. The device was in use on a patient. There was no report of patient or user harm.